Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed the image did not display due to a faulty charge-coupled device (ccd). However, the specific root cause of the faulty ccd could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, unable to connect the connector to the hd 3cmos camera head. Upon inspection and testing of the returned unit, no image is displayed. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered the charged coupled device was faulty and the cable was heavily stretched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.